Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres. However, during second inflation at 14 atmospheres, the balloon ruptured. The balloon was torn longitudinally. The device was removed without any issues and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.